Event description:
It was reported that far-field r wave oversensing and inappropriate automatic mode switch were observed on the device. Reprogramming was recommended, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.